Event description:
Event description cpi received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the ER after receiving several shocks. Upon interrogation through the mini application, the device was limited to one zone.